Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the caller was having difficulty recharging. There was poor coupling with 4 bars or less and the reposition antenna screen was showing. Another recharger was used, but the issues did not resolve. It was reported that the implantable neurostimulator (ins) was very mobile in the pocket and there was a reported possible flip. An x-ray and not yet been performed to determine if the ins had flipped. With follow-up it was reported that a nurse was able to palpate the ins and get it flipped back over. The patient got great coupling after that with all 8 bars. According to the manufacturer representative, they understood that the patient was meeting with the health care professional (hcp) to get the ins revised in the pocket so that it was more secure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.